Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.9, lab: 2.7. Venous draw was taken at the same time of capillary draw and sent to lab right after.

Manufacturer narrative:
Investigation pending.